Event description:
User experienced a leak from the analyzer onto the floor and into a walkway. No patient samples were involved. No operators were harmed. The field service representative determined the f4 filter was cracked at the connection adn replaced it. Performance tests were performed which were within specification.